Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the leads were connected to the pulse generator, high impedance, loss of capture and loss of sensing were observed. When the leads were connected and tested via the pacing system analyzer, normal values were obtained. The pulse generator was no longer used and a new device was implanted. No patient symptoms were reported.